Event description:
It was reported that during photoselective vaporization of the prostate procedure the tip of fiber broke off. The fiber was used at 129,343 max joules and the tip was retrieved. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass tip can be seen protruding from the metal cap in its intended location, indicating it was not broken off or detached. Microscopic analysis identified a distal circumferential fracture. The fiber was functionally tested with helium neon (hene) laser fixture, and it was identified that there were no breaks along the fiber length. Therefore, the reported fiber tip break was not confirmed. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited severe devitrification at the output window, and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The reported fiber tip break was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber cap/tip break as there was no physical separation identified, and the identified distal circumferential fracture has a forward firing rate that was below the threshold for potential patient harm.